Event description:
The customer reported that the device gave a "low impedance message during a synchronized cardioversion. There was no report of negative impact on the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.